Event description:
Article entitled ¿mid-long-term results of total knee arthroplasty followed by ipsilateral total hip arthroplasty versus total hip arthroplasty subsequent to ipsilateral total knee arthroplasty: a case-control analysis "written by zunhan liu, wei-nan zeng, zhenyu luo, enze zhao, hao li and zongke zhou, published by bmc musculoskeletal disorders on 06/24/2021 was reviewed. The aim of the present study was to compare the outcomes of patients who underwent different sequences of ipsilateral total hip arthroplasty (tha) and total knee arthroplasty (tka). The author¿s retrospectively identified 47 patients who underwent tka followed by ipsilateral tha (tha-tka) and 36 patients who received tha subsequent to ipsilateral tka (tka-tha) for rheumatoid arthritis or osteoarthritis between january 2008 and april 2014. Twenty-eight patients were selected for each group after case-control matching with preoperative demographics and protheses of tha. Clinical scores, radiographic results, complication rates, and survivorship were compared. The median duration of follow-up was 110 (range 80¿149) months. The hip implants studied were all depuy. The knee implants were either depuy or 1 other competitor products. Patients who underwent ipsilateral tha and tka with different sequences achieved similar favorable outcomes. Total joint arthroplasty can be performed safely with excellent outcomes in patients with a history of prior ipsilateral tha or tka. No periprosthetic infection or deep venous thrombosis was identified during the follow-up in each group. Complications noted were: 1 case of sciatic nerve palsy patient who recovered spontaneously within 9 months without residual symptoms. 4 intraoperative fractures occurred in hips,(1 distal femur and 3 proximal) treated with cerclage wire fixation. 1 knee fracture without displaced cracks or perforation: treated with immediate cerclage wire fixation. 2 patient¿s (2 hips) experienced postoperative dislocation: treated with closed manipulation. 4 patient¿s subsidence of femoral stem and underwent stem revision. 1 acetabular revision for recurrent dislocation.(no rationale as to why cup was revised). 2 knee revision for tibial aseptic loosening (no interface), 1 revision for instability. 1 revision for disassociation of liner from cup. 5 total hip revisions, 4 total knee revisions.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.